Event description:
A false (B)(6) advia centaur hbsag result was obtained for a patient sample and confirmed. The result was reported to the physician. The physician questioned the result since previous testing was (B)(6). The patient was redrawn and tested. The result was (B)(6). The initial sample was reran and the results were (B)(6). Patient treatment was not prescribed or altered. There was no report of adverse health consequences due to the discordant hbsag results.

Manufacturer narrative:
The cause for the discordant hbsag result is unknown. The results from june 7th tend to indicate a possible sample tube mix-up. The instrument is performing within specifications. No further evaluation of the device is required.